Event description:
Reporter alleged customer had a normal blood glucose result of 208 mg/dl at 12 noon however felt poor and had high glucose symptoms so emergency med tech (emts0 were called. It was reported emt's arrived at 3:30 and their device measured > 600 mg/dl so customer was transported to the hosp, given an IV, and admitted where remained 2006. Reporter indicated the test strips being used were expired. A request was made for the return of the suspect device and replacement product was sent.